Manufacturer narrative:
Analysis: the sample was not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 3 months after the index procedure, the patient&#62688;right sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Relevant tests and lab data was updated with the following new information: "on (B)(6) 2016, reintervention on tl2.on (B)(6) 2016, dus imaging revealed patency of tl1 and tl2, but core lab analysis of dus imaging indicated 50-99% restenosis of tl2. On (B)(6) 2017, reintervention on tl1 and tl2." The event description had the following sentences changed from "the investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation." To "the investigator assessed the event was possibly related to the study device, but not related to the procedure. The sample was discarded by the user facility and is not available for further evaluation. Analysis: the analysis had the first sentence changed. It was changed from "the sample was not returned to the user facility; therefore, device evaluations are unable to be performed." To "the sample was not returned to the user facility; therefore, a device evaluation was unable to be performed. Conclusion: the conclusion had the following sentence changed from "the investigator assessed the event was not related to the study device or procedure." To "the investigator assessed the event was possibly related to the study device, not related to the procedure." Analysis: the sample was not returned to the user facility; therefore, a device evaluation was unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device, not related to the procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 3 months after the index procedure, the patient¿s right sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed the event was possibly related to the study device and not related to the procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 3 months after the index procedure, the patient¿s right distal sfa was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed the event was possibly related to the study device, but not related to the procedure. The sample was discarded by the user facility and is not available for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Operator of device-other field was filled with"interventional cardiologist." Corrected data: the event description was changed because the wording of the investigator's assessment sentence was grammatically incorrect. Additionally, "is" was added to the second to last sentence to fix a grammatical error in that sentence. Other relevant history text field had a period, ".", added to the end of the patient history statement. The product catalog no. Was changed from "lx351305150" to "lx351304150." This change also affected the corporate lot no, expiry date, and UDI no. The corporate lot no was changed from "gfzg1984" to "gfzi0599, the expiry date was changed from "07/20/2017" to "09/30/2017", and the UDI no. Was changed from (B)(4). The MDR contact person was changed from (B)(4). The phone number for the contact person changed from (B)(4). The date received by manufacturer changed from "1/19/2018" to "02/06/2018." The manufacturing date changed from "08/28/2015" to "09/25/2015." The device evaluated by MFR analysis had the following sentence changed "a lot history review revealed this is the only complaint associated with this lot." To "a lot history review revealed there are 3 additional reocclusion complaints associated with this lot. Conclusion the conclusion had the following sentence changed from "the investigator assessed the event was possibly related to the study device, not related to the procedure." To "the investigator assessed the event was possibly related to the study device, but not related to the procedure." Device evaluated by MFR analysis: the sample was not returned to the user facility; therefore, a device evaluation was unable to be performed. A lot history review revealed there are 3 additional reocclusion complaints associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device, but not related to the procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.